Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced but had difficulty crossing the lesion. During removal of the device, it was noted that the front struts of the stent had been lifted off of the balloon. The procedure was completed with another 3.00 x 16 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.